Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient felt like they have a bad infection at their implant sight. Patient states they are having a hard time walking and it's right in the area where they implanted the device. Patient also states they can barely get out of bed in the morning because it's hitting there implant sight. Patient stated that their infection started a week ago and the pain started in their lower back, but it has gotten worse in the past 3 days. Patient was inquiring on whether or not their implant could be the cause of their infection, agent reviewed expectations. The patient was redirected to their healthcare provider to further address the issue, the patient stated that they are going to see their urologist tomorrow.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.